Manufacturer narrative:
(Device jammed). The device was received. Investigation is not complete.

Event description:
Device malfunction: device jammed. Time of malfunction: during vessel closure. Symptoms/ae: manual compression. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the "device jammed". Counter traction and force were used to remove the device from the pt anatomy. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional information was available.